Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown patient who was implanted with an unknown device. It was reported that a patient went through airport security and it threw off her program settings once. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer: the patient was identified and the patient was reported to be okay. No symptoms were reported and no further complications were anticipated/reported.